Event description:
It was reported that a large volume infusor underinfused during patient infusion. The device contained 3420mg doxorubicin, 763.23mg etoposide, 2.94mg vincristine in 0.9% sodium chloride (nacl). The set was connected to the patient's peripherally inserted central catheter (PICC) line was connected. It was not reported what volume remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, h3, h4, h6, h10. Correction to d10 (therapy date). B5: clarification to "3420mg doxorubicin" - the device contained 152.35mg doxorubicin. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph noted residual fluid inside the device's bladder which suggests an under infusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.